Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used in the common bile duct to treat a malignant biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the delivery handle would not move, as a result, the stent would not deploy. The procedure was cancelled, and no other stents were implanted. There was no patient complications reported as a result of this event.